Event description:
It was reported 2-3 years prior to report the entire right side was taken out including the ins and lead wires. The doctor thought the patient had an allergy to nickel and they rejected the device. The patient rejected them. The patient went through almost a year of surgery to try to get the deep brain stimulator (dbs) therapy to work on the right side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v563742, implanted: (B)(6) 2012, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3389s-40, lot# v010169, implanted: (B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).